Manufacturer narrative:
(B)(4).

Event description:
It was reported that s skin reaction occurred. The sensor was inserted into the upper buttocks. The pediatric patient developed a reaction under the entire area of the sensor patch. The reaction was treated with oral antihistamine pills. No additional patient or event information is available.